Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v460686, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v460686, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that caller requested MRI compatibility guidelines. The area to be scanned was the head/brain. It was later reported that the healthcare professional had done an impedance test and the 0 and 3 contacts came back as greater than 2000ohms, 30ua. It was confirmed that no other contacts were greater than 2000 ohms. Implant was at 0 volts and was off. The patient had one implanted device. One implant had been removed. Caller was not sure why one device was removed. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7438, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v460686, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v460686, implanted: 2010 (B)(6); product type lead.

Event description:
Additional information received reported the cause of the event was unknown. Abnormal impedance measurements were greater than 2,000/30 of contact pairs 0 and 3. All other pairs were within normal limits. It was noted that this was a known issue. It was noted that they had been programming around the problem with good therapeutic benefit prior to (B)(6) 2014. No patient symptoms were associated with the event. There was no patient injury.